Event description:
Boston scientific crm received information that this patient with this pacemaker exhibited a decreased battery level from previous office follow up visits. The battery gauge went from 5 years remaining to 3.5 years remaining in approximately 7 months. There were some programming changes at the patient's last visit that could have contributed to the loss of battery remaining. The patient will have a memory analysis at next follow up visit. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Our technical services consultant suggested performing a hex memory download, which the physician stated they will do that at the patient's next follow up visit there was not time for that today. As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available to the company at this time. If additional information becomes available this event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.